Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an event of leakage at quick release on 04-sep-2024. Infusion set was used for 32 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: china.